Event description:
Patient with dysplasia who underwent a circumferential ablation followed by a focal ablation. He developed a very mild narrowing at the gastroesophageal junction that was easily dilated, which significantly alleviated his symptoms. Physician continue to follow improvement.